Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly. The customer¿s blood glucose level was 73 mg/dl at the time of the incident. Customer states insulin was squirting out during the manual prime process. Customer stated that insulin continues to drip after motor stops during the manual prime process and unable to exit the preparing to prime loop. The device will be returned for the analysis.